Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple loss of prime warnings on the pump; the reporter stated that the loss of prime warnings occurred even after changing the cartridge multiple times with cartridges from different boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings:a review of the pump black box showed that loss of prime warnings with zero force had occurred. During testing, the pump powered on appropriately with the returned battery cap and the pump was exercised for 24 hours without loss of prime or other issues occurring. A force sensor calibration was performed and confirmed that the force sensor was within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.